Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and seven months later, a computed tomography (CT) abdomen without contrast was performed and it revealed distally, all struts extend beyond the lumen of the inferior vena cava into the surrounding soft tissues. An anterior left strut extends 8mm beyond the lumen and was immediately adjacent to the adventitia of the anterior right aorta without penetration. Another strut extends 6mm posteriorly and was immediately adjacent to the cortex of the subjacent vertebral body. A 3rd strut extends posteriorly to the margin of the right psoas without penetration. The remaining struts extending to the pericaval fat without penetrating adjacent structures. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 02/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. Approximately eight years and seven months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.